Event description:
The following was reported by the china nmpa : the patient underwent a right inguinal hernia filling tension-free hernia repair on (B)(6) 2022. A perfix plug device was used for the repair. On the sixth day following the operation, the incision soft tissue was red, swollen and pus was noted. It was considered whether the hernia ring filling piece (perfix plug) was the cause of the local aseptic inflammatory reaction.

Manufacturer narrative:
As reported, post-implant of the perfix plug, the patient experienced a local aseptic inflammatory reaction. The information provided is limited; no additional information could be provided. Based on the available information, no conclusions can be made. Inflammation is a known inherent risk of surgery and is included as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. Not returned - remains implanted.